Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found spillage around the pipette. He found contramination on the sample probe. He replaced the sample probe, which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable albumin results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.482 g/l, and the repeated result was 33.800 g/l. The reagent type was for serum/plasma samples.